Manufacturer narrative:
Evaluation summary - evaluation of the returned device found it was fully clip-deployed. During testing, when the plunger was pressed the vessel locator wings would not stay in the open/deployed position. Internal inspection of the device found the proximal end of the release rod was deformed. The deformed condition did not permit adequate engagement of the safety release slider with the spring retainer when the plunger was depressed, allowing the plunger to return to its pre-deployed position. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: vessel locator button failed to engage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. A technician held the vessel locator button down while the physician deployed the clip. The device was removed and hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.